Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by left lower quadrant abdominal pain. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with gentamicin 0.1% intraperitoneally (frequency and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. Hospitalization was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.